Event description:
It was reported that the surgeon inserted a collamer plate lens, and decided to use a different diopter. The lens was removed and replaced with another same model lens without any pt injury. The reporter stated there was not a problem with the product, but the surgeon's preference.